Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault defect. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed. The reported complaint was able to be confirmed and duplicated. The pt 802 transducer has failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba). Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The issue occurred during patient use. The customer reported transducer fault was logged in the events and the transducer test failed. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient consequence associated with the event.